Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as pressure bruising on side of breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the garment and applied a gel for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.